Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported with the adc device. A caregiver reported that the sensor alarm failed to trigger when the customer¿s glucose was low. No symptoms were reported however, the customer was with glucogel by a non-healthcare provider for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed and no physical damage is observed on sensor patch. Sensor plug was properly seated in the mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode was observed. Set the low and high glucose thresholds in the reader¿s alarm settings. Activated sensor with a known good reader and performed linearity test. Low and high glucose results were successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report: d9 - device available for evaluation changed to yes h3 - device returned to manufacturer changed to yes h6 - type of investigation updated to b01, b012, b14 h6 - investigation findings updated to c19 h10 - additional mfg narrative has been corrected.

Event description:
An alarming issue was reported with the adc device. A caregiver reported that the sensor alarm failed to trigger when the customer¿s glucose was low. No symptoms were reported however, the customer was with glucogel by a non-healthcare provider for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.